Event description:
At completion of leep procedure, bilateral vaginal sidewall burns noted along path of sidewall retractor.

Manufacturer narrative:
The instrument was not returned. The directions for use state the instrument should be thoroughly examined to assess the integrity of the rose coating. Any flaws such as cracks, tears or chips would disqualify the instrument for use. It is not known which type of electrosurgical generator was used nor if the proper settings for the subject electrosurgical generator were used. No conclusions can be drawn.